Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon on the next day of use. The user found a hole on the catheter.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon on the next day of use. The user found a hole on the catheter.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, a sac burst was noted along the lumen, however there were no missing pieces. Per functional testing, water was introduced into the inflation lumen and there was an obstruction impeding flow. Was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. Dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 15 thou balloon thickness: 24 thou burst initiated from bottom collar of sac: 2cm the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).